Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
Complaint not confirmed. No problem found. We are unaware about operator/patent injury.